Event description:
Subsequent to the initial report filing, additional information was received stating that the omnilink elite stent delivery system (sds) was used to retrieve the stent, position and deploy it at the lesion.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a non-tortuous, moderately calcified lesion in the right common iliac artery and a non-tortuous, heavily calcified lesion in the left common iliac artery. Kissing stent technique of both the right and left common iliac arteries at bifurcation was performed. On the left side, a 10 x 39 mm x 135 cm omnilink elite (ole) device was advanced to the lesion site and on the right side a 10 x 29 mm x 135 ole was advanced to the pre-dilated right lesion. The physician slowly inflated the left ole slightly and started to slowly inflate the right ole, and it was observed that the stent delivery system (sds) balloon inflated proximally and the stent jumped off of the balloon landing in the abdominal aorta. The stent was retrieved and deployed at the target lesion site and the case was completed successfully with a kissing stent technique. There was no adverse patient sequela reported. No additional information was provided.